Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that when attempted to measure during use in patient, this swan-ganz catheter started to provide cardiac output (co) even before injecting saline in the catheter laboratory. The displayed co values were different from the ones obtained when saline was actually injected, and higher than the normal range. The expected values were 4-8 l/min. No error message was displayed. No additional treatment was performed based on these different/higher co values. There was no allegation of patient injury.